Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sister reported via phone call of customer's hospitalization due to pump. It was reported that the pump was not functioning properly. No further information provided. It was reported that the customer was attempted to be reached, and a voicemail was left.